Event description:
When doing foley care, there was a small puddle of urine on the blanket below the securement device attaching the foley to the patients leg. Foley was removed from the device and it was found to have a very small hole with a slow leak. Foley was pulled and replaced with a new one.